Event description:
In addition to previous reports, and following the change in the material used to manufacture the hubs on the PICC lines in two years ago, 29 reports between february and august of this year were received with breaks and leaks at or near the junction of the hard plastic luer hub/reinforced segment of catheter. Initially, because we had started using a needleless connection the assumption was that the needleless connection to the new PICC hubs were too tight, and the torque applied to access or remove the needleless connector (during infusions/cap changes) was placing undue pressure on the catheter and causing it to fail. In february of this year, staff were instructed to only apply necessary pressure when connecting IV's to the systems and during cap changes. Also during that time, we had noted that we had several catheters of the same lot number involved so the rest of the trays of that lot number were removed and medcomp provided new ones. We continued to have problems with the PICC lines breaking and or leaking at the connection. Problems were identified to involve all lot numbers. A few months later, a joint site visit was conducted with product representatives for both the medcomp piccs (principal engineer and clinical nurse specialist) and the manufacturer of the needleless connector (sales representative). Along with our clinical nurse specialist, the representatives from both companies observed nurses accessing the lines for infusion, cleaning procedures, the way the catheters were held/secured during cleaning/accessing, and cap changes. While some variations in practice were observed during cleaning (supposed to wipe for 30 seconds, then wait 30 seconds before accessing), none appeared to affect the stability of the lines. None of the procedures observed showed stress to the catheter or anything that would explain the problems we've been having with leaking/breaking. The representatives did stress that they were not seeing the same volumes from other hospitals. Previous investigation from PICC lines sent back to the company noted that they did not see indications of stretching, but they looked more like they were cut. Both product representatives agreed to collaborate and share product so that their individual laboratories could check out both products together to address the issues of stuck caps. Medcomp's plan this past spring was the following: to standardize the durometer of the material used for the extension tubing on both the vascu-PICC and pro-PICC lines (i.e., stiffer, more durable material), projected availability late spring. To revise the luer design and manufacturing technique to improve ergonomics and reduce the potential for thread binding, and utilize a luer that is over-molded onto the extension tubing (i.e., eliminate the bonding/chemical agents that are currently used at this junction), projected availability late summer 2011. Recently, medcomp was ready to start shipping the new 1.9f PICC trays. The 3f piccs will not be ready until next month.======================manufacturer response for 3f peripherally inserted central catheter, 3f x 60 cm single lumen PICC (per site reporter).======================to be sent separately.======================manufacturer response for 1.9f peripherally inserted central catheter, 1.9f x 50 cm single lumen PICC (per site reporter).======================pending. Documents to be provided.